Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure high and low thresholds and undersensing and no sensing were noted on the right at rial (ra) lead. It was noted the helix was "jumping out" of the lead. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.